Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity and race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint. However, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of the intraocular lens (iol) in the patient¿s ocular sinister (left eye) the customer complained of a lens power error resulting in blurry vision. The iol was explanted in a secondary surgical procedure and replaced with a dib00 model lens of 18.5 diopter size. The following are all unknowns: incision enlargement, medication prescribed (outside of standard care), if medical attention was required, sutures, vitrectomy, and patient status post lens exchange. No further information is available.